Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery. Troubleshooting was performed. The blood glucose reading was 212mg/dl. The caller stated that drive support cap was flush. The customer stated that the device was exposed to an MRI. The customer was in the hospital for non diabetes related issues. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor anomaly. The insulin pump received with stripped battery cap coin slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.